Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e226 scope communication error and scope connector cover unit was dirty. Based on the results of the investigation there is cause traced to endoscope connector and scope connector failure that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video scope experienced a communication error, which caused the screen to go blank. No error code was displayed. The issue was found during inspection for use. There were no reports of patient harm.